Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown intrathecal medication via an implanted pump. It was reported the patient's previous pumps have flipped, and they have tried implanting in different anatomical locations. Further information was not provided. No further complications were reported.